Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had registered 5870 v-tachycardia events. Stored egm's showed numerousnoise detections with amplitudes ranging from 0.1 - 15 mv. Inappropriate shocks were delivered. During a follow-up, noise could be provoked by asking the patient to push his hands together, causing muscular tension. It was concluded that oversensing was a result of a damaged lead or a connector problem. A lead revision procedure was scheduled. The lead revision procedure was performed. The lead was found to be well fixed when pulled on and the pin was visible. However, during shaking, noise was observed. Lead measurements with psa resulted in normal values. The device has been replaced with a competitor's device due to no lead issue discovered and there was uncertainty regarding the ring spring-connection. The crt-d was returned to boston scientific crm for laboratory analysis.

Manufacturer narrative:
During initial testing visual inspection noted tool marks and dents on the case. No obstructions were noted in the lead barrels. All seal plugs were intact. All set screws operated normally. All set screw shanks could be seen in the lead barrels when the screws were turned down. The microscopic examination of the rv spring contacts, rv setscrew, and rv terminal block did not note any abnormalities; all gauge pin tests were within specifications. A lead was attached and all connections passed the "tug" test and the impedance measurements were within specifications. Defibrillation, pacing, and sensing functions were verified by automated testing. In conclusion, no mechanical issue was found with the device. The header ports pass gauge pin tests and there was no issue with securing leads in the header. Analysis of the impedances recorded in memory and the stored e-grams indicate that either an rvring connection or a rv lead issue was the cause of the oversensing experienced in the field. Neither scenario could be confirmed during analysis.